Manufacturer narrative:
The returned device was evaluated and the device was observed with corrosion on the pcb. All three battery voltages were observed to be lower than expected. Due to the presence of corrosion, a leak test was performed. The investigation found a leak in the fluid path caused by fluid escaping past the plunger in the reservoir. This leak caused fluid to accumulate in the device and cause the corrosion observed on the pcb, leading to an inability to pair with a master pdm despite use of an external power supply meaning the pod data was lost. The leak can also be confirmed as the root cause of the user reported event as it would prevent the device from delivering insulin as intended. Inspection of the reservoir assembly found damage to plunger o-ring. This damage did not appear to impact the shape of the o-ring where it make contact with the reservoir wall and fluid was not seen directly leaking through this damage. The damage to the o-ring cannot be conclusively determined as the cause of the observed leak in the reservoir sub assembly.

Event description:
A patient reports while wearing a pod between 24 and 36 hours the patients blood glucose level had rose to 400 mg/dl. As treatment, the patient applied a new pod.